Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: evidence of thrombus formation on the external surface of the catheter was found; therefore, the complaint was confirmed, and cause appeared to be associated with use of the device. A 5.0 cm segment of groshong 3 fr tubing was returned for investigation. The catheter segment contained the 25cm depth mark. The remainder of the catheter was not returned for investigation. Dry blood residue was observed within the lumen of the short segment of tubing. A white encrusted residue was adhered to the external surface of the catheter and was mainly isolated to the blue stripe. Fibrin sheath formation is listed as a possible complication in the IFU. Central venous and peripherally inserted central catheter placements induce factors, such as endothelial trauma, stasis, and platelet adhesion that can provoke thrombus formation. Other potential contributing factors include duration of use and patient physiology. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The catheter appeared to be thrombosed, so it was removed. The catheter has visible damage and will be sent for investigation. On (B)(6) 2017 - facility clarified that after a failed attempt to aspirate through the catheter, it was removed and found to be occluded with blood. No patient injury was reported. On (B)(6) 2017 during investigation thrombus formation on the external surface of the catheter was found.